Event description:
The manufacturer received information alleging a trilogy evo, USA device has a "vent inop". There is no allegation of serious or permanent harm or injury. The evaluation of the device has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.